Event description:
During a laparoscpically assisted vaginal hysterectomy procedure, the pt hemoraged three weeks post-operatively. The pt was operated in a different hospital and the suture was found dissolved at the operation site. Hospital reported that the pt's condition is satisfactory.